Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the initial reporter's full name and the reported lead safety switch (lss), but further information was unable to be obtained.

Event description:
It was reported that while preparing for a magnetic resonance imaging (MRI) scan, interrogation of this pacemaker system revealed that there had been a lead safety switch (lss) due to an out-of-range pace impedance measurement on the right ventricular (rv) lead. No MRI scan was performed, and the electrophysiologist was made aware of the lss. The plan was to leave the pacemaker in unipolar pacing mode and continue monitoring the patient. This pacemaker system remains in service, and there was no plans for revision at this time. No adverse patient effects were reported, and the patient was not pacer dependent.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the initial reporter's full name and the reported lead safety switch (lss), but further information was unable to be obtained. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that while preparing for a magnetic resonance imaging (MRI) scan, interrogation of this pacemaker system revealed that there had been a lead safety switch (lss) due to an out of range pace impedance measurement on the right ventricular (rv) lead. No MRI scan was performed, and the electrophysiologist was made aware of the lss. The plan was to leave the pacemaker in unipolar pacing mode, and continue monitoring the patient. This pacemaker system remains in service, and there was no plans for revision at this time. No adverse patient effects were reported, and the patient was not pacer dependent.